Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018. Patient presented on (B)(6) 2018 under slit lamp examination with sodium fluorescein dye revealed striae in both eyes. A flap lift and rinse / refloat was done on (B)(6) 2018. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision and fluctuating vision in both eyes. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 .00 x -3.00 x 86, left eye pre-op 20/25 .25 x -3.50 x 88.